Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer already refused to provide any hospitalization details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetes related on (B)(6) 2019 and (B)(6) 2019. The customer¿s blood glucose level was unknown at the time of incident. The customer declined troubleshooting. Customer stated that the high blood glucose level were high because of steroids. The device will not be returned for analysis.